Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this implantable pacemaker device was explanted due to non-specific product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was explanted due to non-specific product performance issue. No additional adverse patient effects were reported.